Event description:
Excaliber introducer system-per-q-cath- when used to start PICC line catheter broke off next to wings. Second catheter broke apart in 2 places. Multiple catheters were checked and all were breaking apart, almost shattering on contact. Inventory pulled from pyxis. Dates of use: 2009. Diagnosis or reason for use: starting PICC line.